Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion test under 9psi. There was no reported adverse event.

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. The reported issue was no duplicated. Testing was performed and the device did not find that the downstream occlusion failed at under 9psi instead it was at 23psi. Therefore, no problem found with the issue. However, it's recommended to replace the downstream occlusion sensor as preventive measure.